Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
The customer reported the implant stripped. The inside of the implant stripped out midway through the placement of the implant. The implant was removed with a navigator mount, and another implant (same size) was placed at tooth site #18.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: health effect - clinical code; h6: device code(s); h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The product was returned and the reported event was confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.